Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that patient was experiencing diaphragmatic stimulation. The left ventricular lead had high thresholds and was capped and not replaced. The right ventricular lead superior vena cava (svc) coil was fractured and had high impedance. The svc coil was turned off and the lead is still in use. No patient complications have been reported as a result of this event.